Event description:
It was reported that he procedure was to treat the av fistula (vein graft in the arm) and teh agiltrac balloon catheter was advanced to the lesion and inflated. After deflation, the device was removed, the balloon separated from the shaft of the device. The markers had to be individually retrieved with a snare device. Then the rest of the balloon was removed in three separate pieces. Reportedly, the separated pieces of the device were successfully removed and the patient is doing well.